Event description:
Nurse reported shutter error, while trying to resume treatment, after a pause by surgeon at 64% completion to reposition pt. System and laptop were rebooted, and case was continued to complete the remaining treatment. Reporter stated that the operation had been successful. More info will be sought, with regards to the outcome of the case.

Manufacturer narrative:
Investigation including root cause analysis is progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l info becomes available. (B)(4).